Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a follow-up, the right atrial (ra) lead dislodged, which was confirmed by an x-ray and device interrogation. The device was repositioned on (B)(6) 2019. No adverse effects were reported.